Manufacturer narrative:
Complaint allegation is confirmed by the picture attached to the complaint, which shows that the distal end of the flutes of the drill, 2.75 mm, 0.066'' cannulation, was broken off. However, no evidence was provided that the tip remained in the patient's bone. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0023-eo - e. Inspection and maintenance - 1. Arthrex non-sterile devices are precision medical devices and must be used and handled with care. Inspect the devices for damage prior to use, and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. I. Cautions - 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. 3. Do not use arthrex instruments for any purpose other than their intended use. Manipulating soft tissue or bone with an instrument not intended for that use may result in damage to the instrument. The most likely cause of the reported failure is user error with the device, including misaligned insertion, prying, and/or excessive force during insertion, which could subject the drill to mechanical overstress and lead to fracture.

Event description:
It was reported that during a latarjet surgery, while drilling 4.5mm screws, the drill got stuck in the bone and broke. A part about 1 cm long remained in the patient's bone. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.